Manufacturer narrative:
(B)(4). Date of event: unk. Batch # t5dm3c. Additional information was requested and the following was obtained: did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? - yes as far as I am aware. Or, did the knife advance completely to the distal tips of the jaws, but not return automatically? - I don¿t think it advanced all of the way. Device evaluation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The manual override door was out of position; the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken with the switch actuator loose, which led to the device not been able to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lung transplant, the powered vascular stapler deployed staples, but the knife did not reverse. The surgeon used the manual override. No harm to patient reported.